Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. Programming changes were made. The patient had no consequences.

Event description:
Additional information received indicated that the patient's implantable cardioverter defibrillator (ICD) was explanted and replaced.

Manufacturer narrative:
The reported event of pptwos was not confirmed. The device voltage was at elective replacement indicator (eri) upon receipt. Analysis of device image was performed, and no anomalies were noted. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Electrical testing was performed, and no anomalies were noted.